Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a low telemetry battery voltage. (B)(4).

Event description:
It was reported that prior to use, the battery bar was gray with pre-implant indication. The gray bar was still present after the device was at room temperature for 48 hours. The device was not used. There was no patient involvement.